Manufacturer narrative:
The reported events for inadequate capture and noise were not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high capture thresholds and noise on the right ventricular (rv) lead. The lead was explanted and replaced. The patient was discharged after the procedure.